Event description:
**Update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the stem and sleeve. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.

Event description:
Litigation papers allege patient suffers from constant pain in the area of his right hip and has difficulty moving, ambulating, and sitting. **update**(B)(4) 2013 - sales rep reported revision surgery due to pain and corrosion was noted interoperative.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed. This follow-up was originally sent on (B)(4) 2014. During this window the FDA experienced a system failure and that resulted in waiting for confirmation from the FDA to resubmit.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.